Event description:
The event is reported as: device broke during nasal surgery. No reported pt injury.

Manufacturer narrative:
Sample has not been returned for investigation at this time. The investigation is not complete at the time of this report. A f/u investigation report will be sent when completed.